Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The lesion being treated was a calcified, 80-90% stenotic lesion in a tortuous mid left anterior descending artery (lad). The lesion was predilated with a 2.5 x 15 mm balloon at 4 atms for 60 seconds. The taxus exp2 - 2.50 x 16 mm was successfully deployed at 10 atms for 45 seconds in the mid lad. However, upon deflating the balloon the physician was unable to remove the balloon from the stent. The physician then attempted to inflate the balloon to 11 atms for 30 seconds and 12 atms for 10 seconds in hopes to detach the balloon from the stent. However, this was unsuccessful and the physician called another physician for his advice. The other physician came in the cath-lab and pulled the balloon out aggressively. The balloon was removed from the stent intact. The physician then post-dilated with a 2.5 x 8 mm quantum balloon at 17 atms for 30 seconds. No further intervention was needed. The procedure was successfully completed. No pt injuries were reported. Pt status is reported as "fine."